Event description:
The tip of the laser fiber broke off inside pt's tumor. The tip was not retrieved. There was no injury or consequence to the pt. The physician plans to leave the fiber tip in the pt's tumor as the tumor is inoperable. Laser power used was 10 watts, total 277 joules. Total lasing time was 16 minutes, however the customer could not state when the laser fiber failed. No coolant was used. Fiber will not be evaluated by co as fiber was destroyed by customer.